Manufacturer narrative:
The act and esc buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector noted. Unable to perform idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or self tests, or verify the no delivery alarm due to the button keypad anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 265 mg/dl at the time of the incident. The customer stated that the customer would receive a beep from the alarm and the piston would stop while trying to prime the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.